Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had inadequate pain coverage and was unable to increase the stimulation. The leads had invalid impedances in all but three contacts. The patient was scheduled for a lead revision. No further information is available at this time.